Event description:
Report received indicated the stent was prematurely deployed prior to use. In addition, the locking pin was loose in the package. Further info revealed that no damages to the package were observed. The stent was exposed about 5mm from distal tip of the catheter when the stent delivery system (sds) was taken out of the package. The product was not used in the patient. No other info was available.

Manufacturer narrative:
Device will not be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.